Event description:
During the procedure, air entered from the three-way stopcock. The air was successfully removed, the device was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported air entering the three-way stopcock could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with (B)(4) specifications and procedures. The cause of the reported air leak remains unknown.